Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 73 mg/dl. Customer stated that she jumped in the river with her pump. Customer received a button error when she changed the battery. Customer removed the set and reservoir to let it dry. Customer stated that the keypad was unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.